Manufacturer narrative:
A medtronic field service engineer (fse) was on site when the issue occurred, and found that the imaging system would get low frame error when doing 2d image shots. Issue was from the cable assembly. The fse replaced the interface cable assembly that same day and verified the system functioned as intended. The replacement interface cable was sent back to the manufacturer for evaluation. The finding confirmed the reported problem "low frame rate error." Umbilical cable failed gbit validator bench test. Found a broken cable wire (pin 11) lemo side. Failure mechanism: connector damaged. System was tested and passed. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) reported 'frame rates below expected levels' message was displayed when attempting to acquire 2d images during spine procedure. No images were able to be acquired. While on site the fse replaced the umbilical cable on system and it was returned back to service. There was no impact on patient outcome.